Manufacturer narrative:
The data download returned an 0x14 alarm. While testing the fluid path, no blockage or occlusions were found. Scratches were identified on the bottom section of the tube nut below the clutch spring. This indicates interference between the tube nut and the reservoir cap. Although damage and manufacturing errors were found, the cause of the occlusion alarm could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached 402 mg/dl while wearing the pod between 4 and 24 hours on the leg. The pod gave an occlusion alarm.